Event description:
This device was explanted due to eos. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were reviewed and all production steps were performed accordingly. In particular, the final acceptance test proved the device functions to be as specified. A visual inspection of the device revealed no anomalies. The memory content of the device was inspected, showing a normal device function while implanted and in service. The device detected eri on (B)(6) 2025. In summary, the analysis revealed no indication of a device malfunction. There was no indication of a premature battery depletion.